Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed flow rate test. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information:d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing , 'device fails flow rate test. Pumps >21ml. Tried test 2 times. 2nd test with new pm tubing segment, was not reproduced . The device was tested for flow accuracy and over delivered with 5.0275%. A review of the history log revealed no abnormalities that could cause or contribute to the reported problem were observed throughout the event history log. The reported condition was verified. The cause of the condition was determined to be pressure plate travel out of adjustment. Pressure plate travel requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.